Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 has display problem and the latch is loosen. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a cracked docking latch on the radical-7c. During evaluation the unit was able to power on, however, white lines were observed on the display due to a defective lcd module. It was also found that the speaker was distorted. The internal battery on the instrument board came out of the holder and was magnetically stuck to the speaker, possibly causing the speaker distortion. The lcd module and speaker were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. Customer address exceeded maximum allowable characters, address is (B)(6), returned to manufacturer on 09/30/2016".